Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited unacceptable pacing thres holds after the first deployment. The physician attempted to reposition the ipg but the deflection control button was broken and inoperable. The ipg and delivery system were removed and replaced. The physician commented that the patient's rotated and angled anatomy was "affectively putting force on the catheter similar to the deflection button being activated". No patient complications have been reported as a result of this event.